Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1) during the loading sequence. Additionally, the cartridge was damaged. The customer's blood glucose was 82 mg/dl. Reportedly, the customer successfully loaded a cartridge and resumed insulin delivery.